Manufacturer narrative:
Thrombus was confirmed through the evaluation of the left ventricular assist system (lvas). The driveline was cut approximately 11.5 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the rotor inlet upon disassembly of the device revealed a thrombus formation surrounding the bearing ball of the rotor. The laminated structure of this thrombus and areas of denaturation indicate that it likely formed over an undetermined period of time while the device was supporting the patient. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated lactate dehydrogenase (ldh). Additionally, the proximal side of the outlet stator revealed a soft, pink deposition between the outlet bearing ball and the stator blades. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the lack of denaturation and circumferential contact marks on the rotor's bearing cup indicate that the deposition was not likely present in the outlet stator for an extended period of time. The remaining pump blood-contacting surfaces were free from any adhered thrombus formations and depositions. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique device identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years and 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted for rising lactate dehydrogenase (ldh) up to 1005 u/l, shortness of breath, heart failure symptoms and increase in lvad power. On (B)(6) 2018, additional information received that the ramp echocardiogram was negative and the patient underwent transcatheter aortic valve replacement (tavr) due to severe aortic insufficiency. After the tavr the ldh returned to baseline (500-600 u/l). The patient was given heparin and persantine. However, the ldh started climbing again and reached 1826 u/l. The patient underwent a pump exchange on (B)(6) 2018. No further information was provided.